Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the suture was detached from the needle easily. It was a control release needle. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - no device problem found. The following information was requested, but unavailable: - when was the needle detached/pulled off from the suture easily (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Unk. - could you kindly provide the lot number, please? Unk. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with five used needles and three needle suture combinations was received for analysis. The product code d10084 is control release and required eight strands per packet. Upon visual inspection of the used needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, three needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Per the conditions of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.